Event description:
Medtronic received information that during the implant procedure of a transcatheter bioprosthetic valve, a perforation of the left ventricle occurred. Per the physician, the perforation occurred when the safari hard wire was inserted into the left ventricle for a pre balloon aortic valvuloplasty (bav). A midline incision was performed to surgical repair the pericardia I effusion. The valve was successfully implanted. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).